Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 5076 implantable pacing lead (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4): the full lead was returned and analyzed with no anomalies found.

Event description:
It was reported that there was a bacteremia infection. The system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.